Event description:
It was reported in a journal article that during the implant procedure when a 10 joule shock was delivered, the shock impedance measurement was noted to be low. The primary sensing vector was programmed to optimize therapy. Twelve hours post implant, the patient received three shocks from the s-ICD. Upon review of the episodes, the shocks were noted to be inappropriate due to baseline shifts and oversensing of low amplitude signals. The noise was determined to be consistent with air entrapment. Therapy was programmed off in the s-ICD. Four days later review of the electrogram (egm) showed no further noise and therapy was programmed back on in the device. It was noted that during the implant procedure a two-incision technique was used to implant the electrode and preventive measures of saline flushing the pocket and skin massage of the surgical field were performed in an attempt to expect the residual air. The s-ICD and electrode remain in service and no additional adverse effects were reported. The date of the incident is estimated. The serial number of the device and electrode are unknown at this time. An attempt to obtain the information from the author of the article is being made. No additional information is available. If additional information becomes available, the report will be updated at that time. Iavarone, michele, et al. (2023). "Air entrapment as a cause of early inappropriate shocks after subcutaneous defibrillator implant: a case series". Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2023.02.001.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.